Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen and on the balloon, shaft and contrast in the inflation lumen, consistent with preparation and use of the stent delivery system (sds) in the patient anatomy. The balloon was loosely folded. Difficulty removing the sds from the stent implant post-deployment may be related to many factors including, but not limited to, balloon ruptures/leaks, poor balloon refold, deflation technique, interaction of the balloon with the stent implant if the stent is not fully expanded and apposed, the balloon not being fully deflated prior to removal, damage to the stent, interaction with the patient anatomy, or resistance with the guide wire. To ensure these difficulties are not the result of manufacturing, the sds are 100% inspected for proper balloon fold configuration and damage online, and a sampling of units is destructively tested for proper balloon deflation. A new indeflator filled with water was used to inflate the balloon to the rated burst pressure (rbp). The balloon inflated to rbp with no anomalies noted. Negative pressure was pulled and the balloon deflated flat. It is possible that a flat balloon could have interacted with the stent and contributed to the reported difficulty, but a flat balloon is not uncommon (especially when deflated outside of the body) and it is unknown if the balloon deflated in the same manner during use. It is possible the balloon did not refold properly, resulting in an interaction with the stent implant, contributing to the reported resistance and further contributing to the guiding catheter prolapsing during retraction however this could not be confirmed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for difficult to remove or device causing damage to another device for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported difficulties could not be determined.

Event description:
It was reported that during the procedure in the moderately calcified left anterior descending artery, after successful deployment of the 2.75 x 18 xience v stent, double negative was applied using an indeflator and deflation of the balloon was confirmed. An attempt was made to remove the balloon from inside the stent but resistance was felt. The balloon was ultimately withdrawn from the stent but the non-abbott guide catheter prolapsed when the stent system was withdrawn through the catheter. The guide catheter was removed from the anatomy after the stent system was removed, and there was no adverse patient effect or significant clinical delay in the procedure. Though requested, no additional information was provided.